Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic. Upon review, inappropriate automatic mode switch episode caused by right atrial lead noise oversensing was observed. No patient consequences were noted.